Event description:
It was reported that stent rupture occurred. The target lesion was located in the cephalic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The device was intact upon removal and the procedure was completed with another of the same device. No patient complications were noted.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The device was intact upon removal and the procedure was completed with another of the same device. No patient complications were noted. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was noted within the balloon with is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 11mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.